Manufacturer narrative:
510k: this report is for an unknown spine plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: burtscher j. (2009) open-door laminoplasty in patients with cervical myelopathy using titanium miniplates (arch laminoplasty): early clinical experiences. Journal for neurology, neurosurgery and psychiatry. Volume 10, no. 2, pages 63-66. (Austria). The abstract reports early clinical experiences using a special technique for cervical open-door laminoplasty in patients with cervical spondylotic myelopathy (csm). The early clinical experiences of 20 patients with average age of 63 years, having cervical myelopathy due to a cervical spondylitis and spinal canal stenosis were reported. The patients were operated via a special open-door laminoplasty technique using an unknown synthes titanium miniplate system and unknown synthes screws, between june 2007 to february 2009. Group 1 includes 14 patients (9 males and 5 females with median age of 70 years) who suffer from multi-segment cervical spinal canal stenosis and myelopathy without any axial pain and instability. Group 2 includes 6 patients (2 males and 4 females with median age of 54 years) who suffer from spinal stenosis of 2-3 segments and cervical myelopathy with cervical instability, axial pains, may have kyphotic deformity and main push of myelon was done from ventral side. Postoperative radiological tests were done during hospital stay as well as after 6 and 12 months with x-ray as well as computer-assisted and/or magnetic resonance tomography. Post- surgery, a (B)(6) patient upon CT scan presented dislodging of the inner lamella in c3/4 as shown in figure 5, however, as per article, this was considered as a possible disadvantage of the technique and does not have any clinical relevance. Complications were reported as follows: one patient from group 1 complained of severe neck pains after laminoplasty. There was also a case of perioperative complication in the form of wound healing. This was treated with conservative therapy and the implants were not removed. This report is for an unknown synthes titanium miniplate this report is 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.